Event description:
Event description guidant received information that this ventricular lead had poor sensing. At the first checkup post-implant over 2 months ago, the r wave measurements were not good so they programmed the lead to unipolar sensing. Today the patient was hospitalized for a stroke. The local sales representative noted ventricular oversensing with inhibitiion of pacing. The patient does conduct through on his own and he was not symptomatic from inhibition of pacing since the intrinsic came through. The atrial lead impedance was greater than 2500 ohms in bipolar mode. The atrial thresholds went up to 4 volts.